Event description:
Avanos medical received a single report that referenced five different incidences, which were associated with separate units, involving five different events. This is the second of five reports. Refer to 3011270181-2022-00085 for the first event. Refer to 3011270181-2022-00087 for the third event. Refer to 3011270181-2022-00088 for the fourth event. Refer to 3011270181-2022-00089 for the fifth event. It was reported the endotracheal tube (ett) disconnected from the vent connector while attached to the vent circuit. No alterations were made to the ett. The disconnect resulted in the ventilator alarming. There was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause statement, cannot be determined all information reasonably known as of 09-dec-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.